Manufacturer narrative:
The unit was received with no esc button response due to flattened button dome switch. A component on the lcd board was inspected and no anomaly was noted. Unable to verify for excessive no delivery test and perform functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system test, excessive no delivery, displacement, self test, unexpected restart error test and all operating current measurement due to no esc button response. The following physical damage was noted: minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. However, her blood glucose at the time of call was 260 mg/dl. During troubleshooting the customer successfully primed, but when she attempted to fill the cannula she received another no delivery alarm. The insulin pump was returned for analysis.